Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the phenomenon did not reproduce under normal conditions. The phenomenon occurred when the board in the video connector was heated. It is presumed that electronic components in the video connector were damaged due to degradation over time. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On january 16th, 2020, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-s190-10, the endoscopic image got abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.